Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchor system was implanted in a patient for the endovascular treatment of a type ia endoleak and migration of another manufacturer¿s stent graft. It was reported that the heli-fx endoanchors system and another manufacturer's aortic stent graft cuff were successfully implanted t hrough the right femoral artery. Another manufacturer's covered stent was advanced and deployed into the right renal artery via a brachial approach. A left brachial pseudo aneurysm was discovered along with left arm swelling. The patient was hospitalized and left brachial artery exploration. A primary repair was performed. This reportedly resolved the event and the patient recovered. The investigator assessed this event to be related to the index procedure. No additional clinical sequelae were reported and the patient is fine.